Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During the eval, the upstream sensor has low fluid numbers. The ultrasonic reading shave been known to contribute to false air in line alarms. The device was calibrated.

Event description:
It was reported that a spectrum pump displayed the air in line message in the event history log in the critical care area. It was also reported there was no pt injury.